Event description:
Screen had frozen (not a black screen) while on the patient. Then heard a high-pitched beep (same as when you shut the ventilator off). At the bottom of the frozen screen message "initializing vent" very faint. Lasted about 1-2 minutes then ventilator restarted with an error message stating "a critical thread in the breath delivery unit (bdu) software failed". It was not ventilating the patient during the episode. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). Manufacturer responded immediately. Our biomed shop has been in touch with them to provide them logs of the malfunction. We are awaiting further instruction from them.